Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. It was reported that the pump was vibrating constantly immediately after patient went swimming with the pump. While on the call troubleshooting the vibration issue, patient noticed that the battery compartment was cracked. Patient reported that the battery cap was intact and there was evidence of moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.